Event description:
It was reported by service report that the pt right side rail weld broke presenting sharp edges and the side rail will not lock in the up position. No pt involvement or adverse consequences are reported.